Event description:
Three days following cypher stent placement, the patient presents with chest pain and increased cardiac enzymes (cpk's). Repeat coronary angiography reveals thrombus in the cypher implanted in the proximal left circumflex artery (prox lcx) and distal to it. Treatment included aspiration and balloon angioplasty with a 2.75 x 15mm balloon (MFR unknown). Ivus was conducted and the cypher was still under-dilated. Therefore, angioplasty was conducted again with a high-pressure balloon (1.5 x 30mm). Per the procedural physician, the probable cause of the sat was because the cypher implanted at the prox lcx was under -dilated.